Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an interlocking femur surgery on (B)(6) 2013, after the surgeon reamed for about 20 minutes using an 8. 5mm reamer head (p/n 352.085) that broke into pieces and the synream flexible shaft (p/n 352.040) tip also broke. The broken parts of the reamer head were found inside the patient's piriformis fossa entry point, and the surgeon removed the reamer surgery was delayed around 20 minutes. Patient was not harmed during the process, and no medical intervention was needed. Report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
The rear side of the device is broken off. The inside hexagonal part is missing due to the breakage. The cutting edges are badly worn. Only the lot-number and the ce123-laser etching are readable. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The remaining cutting blades are worn and show marks and striations of often or forcible use. The microscopic analysis of the broken surface does not show any anomalies of materials structure. The DHR shows that the reamer head met the specifications at the time of manufacturing. A manufacturing conclusion cannot be presented due to the condition of the product.

Manufacturer narrative:
Device was used for treatment not for diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. Placeholder.